Event description:
It was reported that the device stopped working while it was collecting blood. A 100 cc of blood which was collected needed to be discarded. No bagged blood or pre-donated blood was used. There were no adverse consequences reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.